Manufacturer narrative:
The customer stated that the needle did not retract after firing. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for evaluation, however, no malfunction can be confirmed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure proper placement. If labeling instructions were properly followed, the user would have noticed the non-retracted needle (which would have been visible through the pod's viewing port) and would have immediately deactivated the device. The user guide also advises users to check their blood glucose levels frequently so they're able to react quickly and appropriately to any issues.

Event description:
The customer reported that the pod had been working for the first two days, but on the third day high bg's (up to 286mg/dl) were experienced. She checked the insertion site to see if the cannula was in, but instead she "saw the needle - it was out". The pod will be returned for evaluation.